Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings:the pump black box was reviewed and there was no evidence of intermittent power observed in the black box; there was one recorded power event associated with a battery alarm occurring 10/04/2015. The pump battery compartment and threads were found to be intact. The battery cap coin slot was found to be damaged but the battery cap was still able to be secured to the pump appropriately. The pump was exercised for 24 hours without power issues or alarms. The pump was opened and no intermittent conditions were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.